Manufacturer narrative:
It was reported that gauze fibers came off of the lap sponge and fell into the wound. We were not made aware of any patient injury or need for further intervention. The actual sample was not returned for evaluation. Unused samples were returned by the facility. We were unable to confirm the complaint with the returned samples. A root cause has not been determined.

Event description:
The facility reported that gauze fibers came off of the lap sponge and fell into the wound.